Event description:
It was reported that the insulin pump alarmed a failed battery alarm within 4 days of battery replacement. The blood glucose reading was 179 mg/dl. The customer stated that he removed the battery, then replaced the same battery and the display showed 4 bars. He also noted that on multiple occasions the device would shut off. Upon troubleshooting, advised replacement of the battery cap. Found that the customer did not use the recommended fresh battery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.